Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation. Without the actual device, a thorough investigation could not be performed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved is not available for further evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: balloon did not inflate. Although the surgeon tried to inflate a few times, it did not work. No injury reported.